Event description:
Info received indicates the brake will not hold. When the brake was set, if the bed was pushed the brake would release.

Manufacturer narrative:
The tech isolated the issue to cracked casters and caster supports. He replaced the casters and supports to repair the bed.